Event description:
Family called for vent troubleshoot. Family is noting that the vent is taking a longer then normal time to alarm whenever the circuit is disconnected. Mom was doing cough assist on the patient and vent was disconnected but mom left it running to see how long it would take to alarm and she said it took up to 3 minutes before it alarmed. She stated it had also been randomly beeping but shows no active or past alarms. Dad placed patient on the back up vent for now and while I was troubleshooting the primary vent with dad, patient had a seizure and dad quickly let me go because family was going to call 911 due to patients hr dropping. Mom expressed concern to writer, this am that the patient's co2 levels were the highest they have ever been and was concerned the primary ventilator was not functioning correctly.